Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set three (3) tube on the non-patient side is too short to pierce through the rubber stopper. There was no report of impact to the patient or user.

Manufacturer narrative:
E.5. Initial reporter phone #: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: fpa. There were multiple common device name reported to be involved. The information for the additional device name is as follows: g.2. Common device name: intravascular administration set. E.1.initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for needle dimensions - length with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle dimensions - length. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.